Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -damage on cable unit. -water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, water tightness is lost. A definitive root cause could not be identified for the damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lost connection to the monitor when the camera head was moved. The problem occurred during an unspecified procedure. There were no reports of patient harm.